Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of distal sensor error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "distal sensor error" was unable to be reproduced. When the evaluator attempted to load the set it was observed that the device falsely detected a loaded set after loading point 2 and the evaluator could not get past the error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified however the force sensor was found faulty which could result in both of these issues. The force sensor requires replacement to address these problems. Should additional relevant information become available, a supplemental report will be submitted.